Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7072143.

Event description:
It was reported that the patient experienced bowel incontinence when running. The patient tried several different programs and gone for periods of time and was seeing a correlation only when the device was on. The physician believed it was not device related and there was no device malfunction. The patient underwent an explant procedure. All explanted device components will not be returned.